Event description:
The suspect device was used to check the customers blood glucose. The pt obtained results in the 200 - 300 mg/dl range. Pt called the paramedics because of the results. When the emts arrived they checked their glucose on their equipment and the level was 82 mg/dl. The pt wasn't feeling well, so they transported them to the hosp. A lab test came back at 90 - 96 mg/dl. The pt was given an unk IV and released. Controls were not used. The device was replaced and requested to be returned for eval.